Event description:
It was reported that intima-ii 24gax0.75in prn slm tubing was damaged. The following information was provided by the initial reporter: when opening the outer package and preparing for infusion, it was found that the connection between the extension tube and the plastic joint was broken. The customer needed to know what was the reason for the fracture.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-10. H6: investigation summary: a device history review was conducted for lot number 0357767 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was reviewed by our team of quality engineers . Based on their observation of the damaged section of tubing, they were able to determine that the root cause is most likely related to a misalignment in the manufacturing process. After a thorough review of the manufacturing line, measures were implemented to optimize the automated handling of the extension tubing and prevent future occurrences.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm tubing was damaged. The following information was provided by the initial reporter: when opening the outer package and preparing for infusion, it was found that the connection between the extension tube and the plastic joint was broken. The customer needed to know what was the reason for the fracture.